Event description:
It was reported that when the patient had requested to be reprogrammed and the manufacturing representative measured high impedances on both leads. The reporter stated the patient was moving some totes a couple of weeks ago and they felt a pain in their back. It was noted the patient went to the emergency room and was told they had a muscle strain. It was noted the patient then met with a manufacturing representative who measured impedance values of 10,000 ohms. It was further noted the manufacturing representative measured impedances at 1.5v and all reference electrodes showed 20,000 ohms. The reporter stated the patient had decreased pain relief and less than 50% therapy relief, but planned to follow up with a revision once they have insurance coverage. It was noted that x-rays of the patient¿s system would be taken prior to the revision. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a lead revision to fix a wire on (B)(6) 2015. The patient fell last year, it had to be the end of 2013 and before (B)(6) of 2014, and landed on her spine on the corner of a coffee table and the wire unplugged. She found out about the issue with the lead the year prior the report. She didn't have health insurance at the time and didn't get insurance until (B)(6) of 2014. She had to have two surgeries on her foot first before she could go in and have her back fixed because they wouldn't do them together. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.